Event description:
Clinical research associate reported an adverse device event related to a trauma procedure. The ade report states the following: "proximal migration colim screw", the sade: "break-ou collum screw. Indication--> total hip arthroplasty ((B)(6) 2009).

Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.